Event description:
It was reported, that balloon rupture occurred. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. And the patient condition was good post procedure.